Event description:
A ventilator was returned to a third-party service center for service. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During evaluation of the device at third-party service center, the service technician observed visible foam particles. Customer requested the unit to be returned unrepaired. Unit was processed as unrepaired device. Additionally, during evaluation of the device at third-party service center, error codes related to the circuit and pressure were observed. Err_high_pep_alarm occurs if pressure is too high during patient exhale. This could be caused by a blocked or pinched patient circuit, or by a failed sensor. If the device has a failure (failed sensor for example), a specific error code related to the failure would likely be generated. Only in the case of a failure could there be a negative impact to therapy and therefore this would be reportable. This error alone does not equate to a malfunction or a negative impact to therapy. Err_low_pip_alarm could be caused by a disconnected patient circuit or anything that prevents the device from reaching the target pressure. If the device has a failure (failed sensor for example), a specific error code related to the failure would likely be generated. Only in the case of a failure could there be a negative impact to therapy and therefore this would be reportable. Err_circuit_check - indicates that the user set up the circuit incorrectly, or that tubes in the circuit are disconnected or pinched. It is unlikely that this would be caused by a failure. If this is caused by a failure, an additional error code tied to the failure would likely be generated. This error code on its own does not represent an impact to patient therapy. The device and circuit setup should be checked for pinched or leaks, kinks, blocked tubes. Customer requested the unit to be returned unrepaired. Unit was processed as unrepaired device.